Manufacturer narrative:
Follow-up submitted as further investigation determined that the foot right caster was unable to rotate as the bed was in ¿steer¿ mode which functions by preventing the foot right caster from swiveling. No defect was found with the unit and it was operating as intended.

Event description:
It was reported via repair work order that the footend left caster would not disengage from brake mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend left caster foot right caster was unable to rotate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.